Event description:
In late 2008, the pt reported that his infusion site fell off after one hour of use. He stated that he showered after placing the infusion site and soon after the shower, it fell off. He stated that he cleansed his skin with IV prep and allowed the skin to dry prior to placement. He inserted a new infusion site and he stated that it appeared to be secure. Upon follow up two days later, the pt stated that he uses his thigh as an infusion site and the site became snagged on his undergarment and came out of his skin. It was suggested that he use his abdomen as an infusion site and he was sent adhesive dressings. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.